Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 16mm x 3.5mm, eccentric, de novo target lesion was located in the mildly calcified mid to distal right coronary artery. A 3.50 x 16mm synergy ii drug eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the tip of the stent struts was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.